Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 87-year-old female patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This final report is reporting the evaluation of the device and additional information that was received. Please reference section a2, a4, b1, b2, b5, b7, d10-pads info, h1, h6 health effect clinical code, health effect impact code). The device was evaluated by a zoll field service representative at the customer's site. Data file review confirmed that no pads were registered by the device. The device was in a "pads lead fault" state during the attempted discharge, which prevents energy delivery and displays "check pads," per the operator's guide. Field evaluation by zoll confirmed the device functioned as intended and passed all testing within specifications. The pads were disposed of by the customer and investigation closed as no fault found. No trend is associated with reports of this type.